Manufacturer narrative:
(B)(4).. Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. This complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: are the additional grafts necessary? Milinkovic zb1, krneta o, milickovic s, dozic d, curcic a. Acta chir iugosl. 2010;57(1):69-72 (serbia). The goals of surgery for spinal deformity are to correct or improve the deformity to get a stable, balanced and fused spine. The long-term success of any procedure for scoliosis depends on a solid arthrodesis. The following complications were reported as follows: 3- incidents of caudad hook dislodgement were reported. Moss miami products were used as a part of this study.